Event description:
Additional information received noted that no blatant short circuits were observed. The patient was sensitive to the stimulation and normally ran their therapy at 0.5 volts which did not allow the impedance measurements at higher voltages to be performed for more accurate results. During the last impedance check the patient's hand was "jumping" during the test. It was noted that the shocking sensation the patient felt "came and went." The patient also stated that today when they turned up the stimulation they were unable to feel anything. It was also noted that the patient went so long with therapy without any problems but this issue had progressed over the last few months. The patient's ins voltage was reported at 2.5 volts. X-rays were subsequently taken and no obvious fractures of the isn system or other issues were seen. Palpation of the device did not produce any shocking for the patient, however, it was noted that they were "sensitive" around the lead areas. No reprogramming had been performed up to this point. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient experienced a shocking or jolting sensation in her right arm. The event occurred over the prior month when the patient had stimulation set to 0.1 v. There were no known accidents or traumas related to the symptoms. An impedance check was performed and multiple pairs either had a reading of "???" Or 761 ohms. Therapy impedance was measured as 182 ohms, with 6 electrodes used. A short circuit was suspected. The patient was instructed to follow up with her pain management physician.

Event description:
Follow up information received reported that reprogramming the patient's device resolved the problems. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 748940, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2004. Product type: programmer, patient: product ID 3987a, lot# lc2140, implanted: (B)(6) 2004. Product type: lead: product ID 3987a, lot# lc2963, implanted: (B)(6) 2004. Product type: lead. (B)(4).